Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump powered down without notification and low battery alert did not pop up. The customer¿s blood glucose was unknown. Customer declined troubleshooting. The devise will not be returned for analysis.